Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon batch history review, historical data analysis, and event description and pictures. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. Conclusion/preventive measures: without the product and with an investigation supported by insufficient pictorial documentation, it is not possible to determine either the root cause. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with so430p - prospace xp implant 8° 10x10.5x22mm. According to the complaint description, insertion was attempted many times, and force was applied with a hammer. However, when the tip entered the intervertebral space, the cage broke off at the gripping part when the inserter was changed in direction. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).